Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: it was reported that a hamilton c3 ventilator entered ambient mode (ventilation stops) during patient ventilation. No medical intervention and no harm was reported. The log files analysis showed that ambient mode occurred. The field technician informed that a loose fdc (flexible display cable) to display cable was identified. Which is the most probable cause, leading to loss of communication and then to ambient mode. The cable was reconnected and all required checks and tests were completed. No parts were replaced. The device operated normally during testing. Device is back in use. No further information was received. The case is considered as closed.

Manufacturer narrative:
Hamilton medical ag`s comes to the following conclusion: investigation is ongoing.

Event description:
Hamilton medical ag received the following description based on the current information of the complaint (summary of the reporter): based on the information received from the complainant, the ventilator failed the self-test during startup and displayed multiple technical faults, including technical fault (tf) 431001 (blower fault). There was no patient involvement reported as the issue was at the start up. No further clinical signs, symptoms or conditions and no health consequences or impact, were reported. The investigation to verify the allegation is still in progress.